Event description:
It was reported that during a post implant follow-up, the left ventricular lead was found to be dislodged. The patient experienced pectoral stimulation. The lead also exhibited high capture thresholds. The lead was revised on (B)(6) 2014 and the patient was fine following the procedure.

Manufacturer narrative:
.